Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the pacemaker right atrial set screw could not be tightened. The pacemaker was not used and was replaced successfully. The patient was stable post-procedure.

Manufacturer narrative:
The reported field event of set screw issue was confirmed. Analysis of the device header revealed that the set screw was missing. A manufacturing anomaly may have occurred, resulting in the reported field event. The device was tested on the bench and no other anomalies were found. (B)(4).